Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup battery cable connector in the power module was broken.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported damage to the bb cable and housing. It was also able to confirm the reported clicking noise. The power module was returned to the edc for bb wiring damage. The power module was received with damaged bottom housing; upon further inspection the bb was found to have wire fatigue at the center of the cable. When plugged into a power source the pm started to click, this was attributed to the power supply pcb. Preventative maintenance was performed, and all damaged components were replaced. The repaired pm passed functional testing and was returned to the customer. The power supply assembly was sent to ppe for further investigation. The returned power supply pcb was connected to a known working test power module fixture. The issue was reproduced, but all measured diodes and fuses were unremarkable. The supplying output voltage was fluctuating from 0-9v. Evaluation of the circuitry revealed that the board was not able to properly convert the ac power input to a steady dc power output. This issue was isolated further to an electrically compromised t1 transformer. The root cause of the reported event was determined to be an electrically compromised transformer; however, the reason for the damage cannot be conclusively determined through this investigation. Incidental findings: clicking heard from pm active after replacing the backup battery (bb) cable. This was attributed to the power supply pcb. The device history record for the power module (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the power module. The power module was shipped to the customer on 06jan2010. The heartmate power module instructions for use (IFU) (sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle yellow wrench and red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.